Event description:
I'm a registered nurse whose son was injured while using a bedwetting alarm. My son is (B)(6) and I got him a bedwetting alarm for his nighttime wetting problem. The alarm has an inherent defect which caused it to overheat and made the batteries leak out at night when my son was asleep. The joints where the alarm was touching his skin have resulted in skin burns from high heat. I have the alarm with me for injection. FDA safety report ID# (B)(4).